Event description:
It was reported by the hospital perfusionist that during a procedure the delivery set disposable experienced a leak at the blood inlet line to the pump cassette. It was reported that the seal was loose, which allowed the blood to leak. The perfusionist stated the leak occurred prior to the surgeon putting on the cross-clamp. The procedure was delayed while a new disposable set was prepared for the procedure. There were no patient complications reported as a result of the alleged event. The disposable device was returned to the MFR for analysis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.